Event description:
Catheter package was torn upon removal from box. It appears that the catheter package was sealed at some point.

Manufacturer narrative:
Upon return the catheter was analyzed by a team consisting of mfg engineering, regulatory and quality. The pouch appeared to have been intentionally torn open. There was a noticeable crease/imprint in the tyvek portion of the pouch near the center which would occur if the pouch was held by a thumb in preparation for opening. There was no evidence of any imperfection on the chipboard box that would allow the pouch to catch during removal. It was concluded that the catheter appeared to have been originally sealed per specs. Although there was no pt impact associated with this incident, there is a potential for injury should this happen again. This report is being sent as a notification.